Event description:
It was reported that during autofill testing with a trainer, the cs100 intra-aortic balloon pump (iabp) had a system failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue in the fault logs. The fse replaced the drive manifold and main board, but the issue continued. The fse found the diaphragm was broken, and replaced it. The compressor assembly was also replaced. The alarm discontinued, and the issue was corrected. The iabp functions normally.

Event description:
It was reported that during autofill testing with a trainer, the cs100 intra-aortic balloon pump (iabp) had a system failure. There was no patient involvement, and no adverse event reported.